Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: lap hernia repair. According to the rptr: pt developed a small bowel prolapse at the end of 2008. On (B)(6) 2008, a laparoscopic hernia repair was performed. Pt alleges complications post op include abdominal pain, pelvic pain, bilateral buttock pain, problems with walking, standing, lying down and bending over. Also experiences the frequent need to defecate. In (B)(4) of 2009 the mesh was cut through in a failed attempt to relieve pain. On (B)(6) 2012, a partial mesh excision was performed, as a full excision was unsuccessful due to part of the mesh was adhered to the vagina and rectum. Pt currently using tramadol and paracetamol daily, attending physiotherapy for rehabilitation. Her ability to manage any stress or carry any load is very limited.